Event description:
Patient reported the adapter did not work for him (details not provided). Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided. Intravenous immunoglobulin other.